Event description:
It was reported the luer hub/fitting was found cracked during use on the patient. The patient's condition is "fine".

Manufacturer narrative:
(B)(4). The customer returned one catheter for analysis. Definite signs of use were observed within the extension lines and on the catheter body. Visual analysis revealed that the proximal luer hub contained multiple scratches. The interior of the proximal luer hub also appeared severely damaged. Additionally, a white powdery material was observed to be completely occluding the luer hub. It was confirmed that the substance does not correlate with the reported defect. The catheter was functionally tested per the instructions for use (IFU) provided with this kit , which states, "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed." The distal extension line flushed with no issues. The proximal extension line could not be flushed due to the occlusion within the luer hub. A manual tug test confirmed both luer hubs were secure to their respective extension lines. R & d was contacted as part of this complaint investigation. Based on their feedback, the damage to the luer hub is consistent with the application of excessive force. They also confirmed that the substance found within the luer hub does not appear to correlate with the reported defect. They stated that ahdcs are indicated for rapid fluid administration in the extension line, so the substance could potentially be parenteral nutrition. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit, informs the user "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed. The customer report of a cracked luer hub was confirmed by complaint investigation of the returned sample. Significant damage to the luer hub body and threading was noted. The appearance of the damage is consistent with the use of excessive force. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the condition of the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the luer hub/fitting was found cracked during use on the patient. The patient's condition is "fine".